Manufacturer narrative:
Lot specific voluntary recall v40 - recall# 2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned

Event description:
Patient was experiencing hip pain. X-rays revealed a disassociated femoral head with trunion wear. The patient was brought in for a femoral stem revision.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head that was mated with an accolade stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head component. There was no damage evident on the device. Medical records received and evaluation: review of these records confirms dissociation of the femoral head from the femoral stem trunnion occurred, however, the root cause cannot be determined as insufficient information was available device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc (B)(4) and CAPA pr 1319376. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc (B)(4) and CAPA pr 1319376. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient was experiencing hip pain. X-rays revealed a disassociated femoral head with trunnion wear. The patient was brought in for a femoral stem revision. Update august 20th: further to review of the medical review, product grid updated to include liner. Medical review indicates liner wear and damage due to impingement.